Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting the error recorder system error; and when they would reboot the cns, it would reboot on its own 8 to 10 times before it was able to make it to the cns application. Warranty exchange. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was getting the error recorder system error; and when they would reboot the cns, it would reboot on its own 8 to 10 times before it was able to make it to the cns application. Warranty exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was giving a "recorder system error" message, and when they attempted to reboot the cns, it went into a boot loop 8 to 10 times before booting completely to the cns application. The device was sent in for an exchange only, and was not evaluated. No patient harm was reported. Investigation summary: as the reported device was not evaluated, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The csn rebooting on its own may be an indicator of overheating, power issues, hard drive problems, driver or software issues, windows updates, or operating system problems. 1. Overheating: if the cpu or other components of your pc are overheating, the system may automatically reboot to prevent damage. Check if the cooling system is functioning properly, clean any dust from fans and vents, and ensure proper airflow within the computer case. 2. Power supply issues: a faulty or insufficient power supply can cause unexpected reboots. If the power supply unit is unable to deliver stable power to the components, the system may shut down and restart. Consider checking the power supply's capacity, connections, and consider replacing it if necessary. 3. Hardware problems: faulty hardware components, such as a defective ram module, malfunctioning graphics card, or a failing hard drive, can cause random reboots. Perform a hardware diagnostic test to identify any faulty components. 4. Driver or software issues: outdated or incompatible drivers, or problematic software installations, can lead to system instability and frequent reboots. Update your drivers to the latest versions and uninstall any recently installed software that might be causing conflicts. 5. Operating system problems: issues within the operating system itself, such as corrupted system files or misconfigurations, can result in automatic reboots. Perform a system scan using the built-in system file checker tool (e.g., sfc /scannow on windows) to repair any damaged system files. 6. Windows updates: sometimes, after installing certain windows updates, conflicts or compatibility issues can arise, resulting in unexpected reboots. Check for any recent updates and consider uninstalling them to see if the reboots stop.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was giving a "recorder system error" message, and when they attempted to reboot the cns, it went into a boot loop 8 to 10 times before booting completely to the cns application. No patient harm was reported.